Event description:
It was initially reported that the patient was unable to adjust the stimulation on their implantable neurostimulator (ins). It was noted that one of the battery contacts in the patient programmer unit was corroded. The contact was cleaned out but the programmer would still not communicate with the ins. Additional information received on (B)(4) 2010 reported that the programmer was not working. It was noted that the patient had gone through security in (B)(6) and turned their device off and had been unable to turn the ins back on since. On (B)(6) 2013 it was reported that the ins was fully discharged (depleted) and a power-on-reset (por) condition was observed. In addition, it was clarified that the patient had to go through a body scanner to get a hand search at the security at the (B)(6) airport. It was also reported that the patient was implanted with the ins in (B)(6) 2009 and underwent a revision in (B)(6) 2009 (reason not specified). On (B)(6) 2010 it was reported that the patient had fully charged the ins before they had went through the airport scanner. The patient had now charged the device up and was to meet with the manufacturer¿s representative. Additional information received on (B)(6) 2010 reported that the patient¿s ins was interrogated on (B)(6) 2010. A por code of 0x8 was observed and the ins had completely discharged. The nurse was able to clear the por and it was reported that this resolved the problem. The patient was able to now use their programmer and was reported as happy. Further information received on (B)(6) 2010 reported that the device was functioning properly. However, it was reported that the patient did have a change in their stimulation pattern. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).